Event description:
The customer reported that while running a hepatitis core assay summit sample handler, failed to pipette reagent/sample in wells a3 and b2 and no error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.